Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between january 24, 2020 to january 25, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed and no defect could be identified of the reported condition during initial inspection. Functional testing was performed with tap water which revealed a leak at the spike port bonding area, between the spike port tube and the spike port. The reported condition was verified. The cause could not determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the port of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue resulted to a leak of the unknown solution. It was further reported that the bag was connected to a non baxter device. This issue was identified during setup prior to patient use. No additional information is available.